Event description:
On (B)(6) 2014, customer's mother called to report high bgs which had led to customer going to hospital yesterday evening. Trouble shooting as per high bg dop: time and date of hospitalization: (B)(6) 2014 at around 9:00. Bg when admitted to hospital: 29.1mmol, ketones 3.3 name of hospital: (B)(6). Name of patient/individual reporting: (B)(6). Description of complaint: customer had had high bgs and ear infection; infusion set had been changed many times and bg was still not going down; with one of the infusion sets the cannula had been bent. Had reverted to mdi and bg had started to go down. Customer was not in an accident prior to being hospitalized. Health care provider had stated the infection may have caused high bgs. Customer was taken off the pump at the hospital, was wearing it at the time of the call. Mother stated it seemed like customer still was not reacting to insulin delivered by the pump. Removed reservoir, rewound pump, reinserted reservoir and ran fill tubing; no leaks founds. Pump alarmed for no delivery at 2.5 units the hp test, fill cannula amount changed back to 0.3. Inserts into buttocks, changes every 3 days, rotates site. Site does not appear sore or irritated. Insulin checked, kept in the fridge. Advised to always ensure insulin is in room temperature when inserted into reservoir/pump. Using quick-set, mmt-399, lot 5055357; lot 5056950, reservoir mmt-326a, lot hg00qhw. Both pr ID will be reported due to the patient was hospitalized and we cannot determine which lot number was the cause of the event. We have decided to evaluate the two different test result from the used devices on each report. Unomedical a/s will submit two MDR reports in this case because the patient referred to two separate lot numbers. The other MDR report has this reference (B)(4). This is done to meet the requirements as set out in the 21 cfr part 803 for medical device reporting.

Manufacturer narrative:
A visual inspection and tests for flow, leak and ventilation to pcc connector were performed on the returned used device (1 set and 1 tubing). The pcc connector needle was clogged by insulin on one out of two. Visual, leak and ventilation to pcc connector test results were within specifications. The reference samples were visually inspected and tested for flow, leak and ventilation to the p-cap. All test results were within specifications. The claimed failure can not be confirmed. An investigation has been performed based on the customer complaint description and the returned device(s). If a new information becomes available, the complaint will be re-opened and appropriate actions will be taken. An asr report to the FDA has already been submitted in q3-2014 for MFR report no. 3003442380-2014-00102 claim (B)(4). At that time we did not know if anything was wrong with the infusion device. Unomedial hereby consider this case to be closed.